Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. Air flow accuracy is tested during performance verification test (pvt); pvt is an activity that is performed before the ventilator is put into use. The biomedical engineer replaced the flow sensor assembly to address the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Performance verification testing was being performed on the v60 ventilator when it failed the air delivery/air flow accuracy test. No patient involvement.